Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that towards the end of an afib case, when the physician was pulling the catheter out of the left atrium, he noticed the white shavings underneath the electrode ring. Upon receipt, the catheter was visually inspected and it was found that electrode ring #1 was damaged and had some white particles underneath. A ft-ir test was performed in order to identify the type of foreign material. The results demonstrated that the particle is a polyethylene and barium sulfate material widely used as radiopacifier along medical device industries. It is unknown how the electrode ring was damaged and the origin of the foreign material, but it could be part of the sheath. An internal corrective action has been opened to address this issue. The od's of the pu were measured and all were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint was verified.

Event description:
It was reported that at the end of an atrial fibrillation (afib) procedure, the ring electrode #2 from the lasso nav variable eco split catheter hanged on the sheath when they were pulling the catheter out of the left atrium (la). The case was completed with no patient injury. Upon visual inspection of the returned complaint catheter, the bwi failure analysis lab noted that the electrode ring #1 had white plastic residues underneath the proximal side. Further information was requested from the bwi field representative on the event and the received catheter condition. Additional information provided stated, the physician tried only one time to withdraw the catheter from the sheath as he was having difficulty. The physician could not progress the sheath past ring electrode #2. The physician withdrew both the sheath and the catheter simultaneously in the right atrium (ra) and then through the inferior vena cava (ivc). Here the physician was more comfortable pulling harder on the catheter. He was able to get it in and then out of the sheath, but it required great force to do so. The physician mentioned the white plastic residue when he took the catheter out of the sheath. He didn't specify which ring electrode had the white plastic residue. He only said that there was white shavings underneath the electrode ring. The physician assumed the white shavings were due to scraping the inside of the sheath. The sheath used with this catheter was the white 8 fr daig/st jude sro. It was confirmed that there was no patient injury reported related to this complaint.